Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s stored electrograms were reviewed revealing episodes of non-sustained ventricular oversensing. It was concluded noise was being relayed possibly due to the perception of myopotentials. Programming changes were discussed. No further information was available.